Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, which was addressed with a correction bolus, via the pump. The customer noted a kinked infusion set cannula. The customer was hospitalized due to elevated bg's and diabetic ketoacidosis (dka). An insulin and IV drip were administered to address bg level. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information regarding this event was provided.